Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the prograsp forceps instrument was used without any issues. Upon returning the prograsp forceps instrument from the robot to central sterile decontamination room, it was noticed that there was a broken cable on this prograsp forceps instrument. No fragment fell into the patient and no injury occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end.